Manufacturer narrative:
Concomitant product: product ID: neu_unknown_cath, explanted: (B)(6) 2016, product type: catheter.

Event description:
On 2016-06-13 the health care provider further reported via the representative that the catheter was implanted a year ago and the pump was implanted on (B)(6) 2016. The event date was noted as on and off since the first refill at about 30 days. The patient's medical history included cerebral palsy. No further information was available regarding the type of baclofen, concentration, and dose. Further, the "pump for years failed and intermittently failed after switch." The patient's previous pump performed until the battery ran out, normal use, end of life (eol), and the patient experienced no symptoms with the previous pump. However, following the switch the patient received intermittent therapy but the reason was unknown. The patient experienced loss of infusion and withdrawal symptoms. There was no alleged malfunction of pump prior to (B)(6) 2016 and the problem was perceived to be with the catheter, but dye test etc. Showed no abnormality; inconclusive. Upon the removal of the catheter there appeared to be, possibly was, a foreign object at the connector. The pump and catheter were explanted on (B)(6) 2016 and were to be returned. The patient's withdrawal had been resolved and the patient's actual status was noted as "fine." The products were expected to be returned.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) in the (B)(6) regarding a patient receiving intrathecal baclofen therapy (type, lot number, concentration, and dose unknown) via an implanted pump. Indications for use noted as cerebral and pump for spasticity. Other medications the patient was taking at the time of the event and medical history were not reported. It was reported the patient had a replacement of baclofen pump on (B)(6) 2016 due to end of battery life. The patient has had scoliosis fixation and ¿catheter comes from top down¿. It was noted there was intermittent pump malfunction since change seemed to work and ¿then stops at gets withdrawal¿. A myelogram was performed on (B)(6) 2016 via the catheter access post after aspiration of cerebrospinal fluid (csf) showed good flow. No leaks were seen. Dye in sacreal cul de sac from thoracic catheter and fused. There was no leak at pump during screening, dye filled lumbar spine and no leaks at pump in other plane. A health care professional noted that the intermittent functioning of the system did imply that the catheter might be partially blocked/blocking; intermittent catheter problem. It was noted the fact that the myelogram was fine appeared to go against this. It was speculated it could either be a catheter or pump problem. The reporter wondered if some of the problems were due to the descending catheter direction. The catheter had been in for years and all they had done was change the pump because the battery was failing. It was noted nothing with the catheter should have changed unless some debris was introduced at the change which was unlikely. ¿flushing it may have dislodged anything so we will see. It aspirated ¿ok but the forces with a syringe were far higher that the pump pressures¿. It was an old tie on the catheter and ¿thus was not one of the batches the new clip on ones that didn¿t fit¿. It was also reported the patient¿s legs were worse than his arms but ¿if the dye gets to the sacrum I guess the baclofen must bathe the whole cord¿. A new catheter was thought to be an option.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.